Event description:
Clinic notes were received which indicate that the patient has been experiencing seizures on a daily basis since shortly after their last office visit in (B)(6) 2014. The patient¿s mother stated she would like to discuss with the physician if this is maybe because of medication changes made at the last visit. It was noted that the vns is near end of service and the patient was referred for a replacement. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the physician have been unsuccessful.

Manufacturer narrative:
Analysis of programming history.

Event description:
The patient underwent generator replacement on (B)(6) 2015 stated due to end of service. Attempts for product return have been made but were unsuccessful as the policy of the explanting facility is not to return explanted devices.